Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the lead was confirmed. The returned lead was intact, and a visual inspection showed a deformed helix, stretched-out and bent.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to placement difficulty and dislodgement. In addition, the lead incurred damage in the electrode end. A multiple repositioning was done in which the helix was stretched out and bent then would not fixate again. The lead was never in service. No adverse patient effects were reported.